Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A johnson & johnson (j&j) phaco specialist visited the site location and provided surgery support. The j&j specialist observed surgeries and found no issues. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred on the operative eye resulting in a vitrectomy procedure when using the signature pro phacofragmentation console. A description from the surgeon indicated during the irrigation and aspiration (I/a) segment, there was a complete loss of vacuum. As a result of the no vacuum, the capsular tear occurred requiring a vitrectomy procedure. The procedure was completed. The surgeon continued on to the next case with no issues.